Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing. The patient removed the sensor and it was noted there was no wire present and no wire left in their body. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.

Manufacturer narrative:
Follow-up #1: date of submission: 04/03/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2017 with the following findings: evaluation revealed that the site was returned for investigation and visual inspection found that the sensor wire was missing from the sensor pod.